Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunctional/ sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device was not working like it used to and patient thought the battery may be getting low. Patient indicated she did not see the low implantable neurostimulator (ins) battery screen. She had been experiencing a return of symptoms. The change in therapy was not related to position movement. Patient stated she did make some adjustments. Patient indicated she had moved and needed to find a new healthcare provider (hcp) as she would like to have the device check. The change in symptom was considered sudden. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are product ID 3889-28 lot# va0vhzu product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the device not working and return of symptoms was the wires were not where they were supposed to be. The issues were not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.